Manufacturer narrative:
Additional information : uf / importer report number: the user facility submitted mw5087316 for this event. The lot was manufactured december 23, 2018 to december 24, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bag with water. During functional testing, a leak was observed between the spike port tubing and spike port connector. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) units of 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. The leaks were discovered during filling. There was no patient involvement. No additional information is available.